Manufacturer narrative:
The reported event that the black housing of the device broke was confirmed through visual inspection. It was observed that the battery pack was broken off. Any physical impact to the navigated instrument can cause product damage or operational failure.

Event description:
It was reported that a piece of the battery pack broke off of the device during inspection conducted at the user facility. No patient involvement, adverse consequences, medical interventions, or surgical delays were reported with this event.

Event description:
It was reported that a piece of the battery pack broke off of the device during inspection conducted at the user facility. No patient involvement, adverse consequences, medical interventions, or surgical delays were reported with this event.